Event description:
It was reported the neurosurgeon couldn¿t get the sutureless connector off the pump when disconnecting intra operatively for expected eol battery pump replacement. The neurosurgeon requested another 8596sc, trimmed 5 cm above the connector on existing 8596sc catheter then spliced 5 cm of catheter along with the new sutureless connector onto remaining existing proximal catheter. There were no patient symptoms or complications associated with the event. The patient status at the time of the report was noted as alive, no injury. The pump was used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter revealed catheter sc connector difficulty with sc connector led to explant, sc connector coring-tears-cuts in seal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.